Manufacturer narrative:
Date of event: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The patient effect of occlusion is listed in the proglide instructions for use as potential adverse event associated with use of the suture mediated closure devices. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an unspecified failure occurred with the proglide device during deployment relative to a diagnostic procedure using a 6f sheath. Manual compression was applied to achieve hemostasis. Days later, on (B)(6) 2021, the patient had issues with the leg. There was no blood flow to the leg and surgery had to be performed to treat the issue. A patch was sewed in and surgical suturing was done to achieve hemostasis. No additional information was provided.